Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe the event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes. Additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that during a routine visit, there were concerns about premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). This device recorded a battery depletion (bd) alert. A request was made to have data from this device analyzed by technical services (ts). Ts informed the field representative (rep) on how to retrieve and send the battery data from this s-ICD device. Ts recommended device replacement. Subsequently, a revision procedure was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe the event or problem field d6b: explant date h1: type of reportable event h6: impact codes additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that during a routine visit, there were concerns about premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). This device recorded a battery depletion (bd) alert. A request was made to have data from this device analyzed by technical services (ts). Ts informed the field representative (rep) on how to retrieve and send the battery data from this s-ICD device. Ts recommended device replacement. Subsequently, a revision procedure was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine visit, there were concerns about premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). This device recorded a battery depletion (bd) alert. A request was made to have data from this device analyzed by technical services (ts). Ts informed the field representative (rep) on how to retrieve and send the battery data from this s-ICD device. Ts recommended device replacement. The device is still in service. No patient adverse effects were reported.